Event description:
It was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
Device not returned.